Manufacturer narrative:
(B)(4).

Event description:
Information received from the (B)(6) clinical database. Treatment of a right unruptured ica (internal carotid artery) sidewall aneurysm measuring 18mm x 4.4mm. During pipeline deployment, it was reported that the pipeline would not release from the capture coil and the proximal end required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).